Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's (epg) battery contacts were contaminated. It was also indicated that the lower case, upper case, and battery release were contaminated. It was also indicated that the upper case, side bail cover, keyboard, and battery flex were damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.